Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the drive support cap was flushed. The customer's blood glucose level was unknown at the time of the incident. The customer stated that they were getting motor errors during normal basal use. The customer was able to successfully clear the alarm and complete insulin pump rewind. The insulin pump passed the displacement test. The customer stated that the motor error alarm did not recur. The device will not be returned for analysis.